Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000050314. The patient was in need of an MRI. The patient was unable to enter into MRI mode due to high impedance on contact one. The physician needed and MRI from the patient and proceeded with a system explant. The results of the investigation are inconclusive as the device was not returned for evaluation.based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that one of the patient's leads had impedance on one contact. The patient was needing an MRI and subsequently underwent a scs system explant on (B)(6) 2023.